Event description:
A malfunction alarm occurred with an error code labeled malf 6. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which the customer successfully completed, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises in the future.